Event description:
Reportedly, on (B)(6) 2014, during a pacemaker check, the pacemaker was found in standby mode. After accepting to continue interrogation, parameters were changed to « as shipped » values. No anomaly was found during the pacemaker check.

Manufacturer narrative:
Preliminary analysis showed that the pacemaker switched in standby mode following the detection of corruption in device memory data upon memory integrity self-checks. The root cause of this corruption could not be identified. The re-initialization process was properly executed on (B)(4) 2014.

Event description:
Reportedly, on (B)(6) 2014, during a pacemaker check, the pacemaker was found in standby mode. After accepting to continue interrogation, parameters were changed to « as shipped » values. No anomaly was found during the pacemaker check.

Event description:
Reportedly, on (B)(6) 2014, during a pacemaker check, the pacemaker was found in standby mode. After accepting to continue interrogation, parameters were changed to « as shipped » values. No anomaly was found during the pacemaker check.